Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) blade was missing. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the chipped blade of the mcs instrument was found during central processing. No fragment fell into the patient. The patient did not return to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have blade damage. The complaint was confirmed by failure analysis.